Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient presented with right ventricular (rv) lead dislodgement which had perforated. This caused pericardial effusion and tamponade. The lead was revised and pericardiocentesis was performed to drain the effusion. The lead remains in use. No further patient complications have been reported as a result of this event.